Event description:
The reporter stated, the surgeon attempted to insert a competitor's lens but, the haptic was torn by the injector and cartridge. The haptic was torn during the loading of the cartridge into the injector. There was no patient contact.

Manufacturer narrative:
Evaluation: method - cartridge lot number search; injector lot number search. Results - a cartridge lot number search was performed and five similar complaints were found. An injector lot number search was performed and no similar complaint found.